Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (10 mg/ml at 3.594 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. Upon accessing and reviewing the event logs, a motor stall occurred (B)(6) 2017 at 11:23 with a stopped pump period may exceed tube set message (B)(6) 2017 at 11:23. No other anomalies were noted in the event logs. Emi (electromagnetic interference) was ruled out as the cause of the stall. No medical symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. A medical tech went to the emergency department, read the pump, stated it wasn't working, and turned the pump off.